Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. In response to FDA report number mw5098753. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation, and severe anxiety, infections that would not heal, skin infections, bleeding times were in excess of 9 minutes, chronic fatigue, no energy, inflammation, chronic rashes, horrible depression, cancer, migraines, severe swelling, cuts and wounds that would not heal, getting sick very easily, deterioration of my teeth, I get sick at the drop of a dime, I retain water and swell up and can increase weight overnight sometimes in upwards of 40 pounds, ive developed all kinds of different food sensitivities, little to no muscle tone at all, I have mold that has been detected in my blood, I have chronic insomnia but then at times I can sleep for days, my skin is scarred from so many infections, my skin has developed this waxy type of film over it where I cannot even see my pores anymore, irritable bowel disease, hypothyroidism, memory loss, my immune system is extremely low and I had major hormone imbalances, these implants have ruined my life."

Event description:
Patient reported right side deflation, and severe anxiety. Patient additionally reported "infections that would not heal, skin infections, bleeding times were in excess of 9 minutes, chronic fatigue, no energy, inflammation, chronic rashes, horrible depression, cancer, migraines, severe swelling, cuts and wounds that would not heal, getting sick very easily, deterioration of my teeth, I get sick at the drop of a dime, I retain water and swell up and can increase weight overnight sometimes in upwards of 40 pounds, ive developed all kinds of different food sensitivities, little to no muscle tone at all, I have mold that has been detected in my blood, I have chronic insomnia but then at times I can sleep for days, my skin is scarred from so many infections, my skin has developed this waxy type of film over it where I cannot even see my pores anymore, irritable bowel disease, hypothyroidism, memory loss, my immune system is extremely low and I had major hormone imbalances, these implants have ruined my life." These events are not device related. Device has been explanted.